Event description:
Physician reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b6, d6a, h6.

Event description:
Physician reported left side rupture. Device remains implanted.